Event description:
It was reported that during a da vinci s surgical procedure, the tip on the fenestrated bipolar forceps instrument cracked near the cable. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during the surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument grips are not cracked or damaged. Functional testing revealed that the grips open/close properly when the input disks are manually rotated. Engineering also observed that the distal end components exhibit charring and have an arc track, indicating that an arcing event occurred. One yaw pulley cover exhibits charing/melting on its outer edge near the grip base and there is an arc track at the yaw pulley cover that extends down the side of one yaw pulley. The side of the yaw pulley has charring with material removal adjacent to the grip cable. There is a slight separation between this yaw pulley and its cover at the glue joint. While the evidence is inconclusive, engineering concluded that damage to the instrument was most likely the result of arcing in which unintended current flowed to the yaw pulley. The instrument passed electrical continuity testing. On (B)(6), 2010, isi followed up with (B)(6) in materials management and she reported that an arcing event during the planned surgical procedure was not observed.